Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy / kidney transplant - "the direct drive clip applier not release the clips at the time within the patient in the first attempt, so put it out of the patient and tested again wit the same result, a jam clip" patient status - "stable".

Manufacturer narrative:
Investigation summary: a sterile unit from the same lot as the event unit was returned for evaluation; the actual event unit was not returned. Upon inspection, the device actuated and fired properly. Engineering was unable to replicate the customer's experience of "clip jam." On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.